Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images shows ap and lateral preoperative views show mild degenerative disc disease most pronounced at l5 but commensurate with age. Instability and foraminal stenosis is reported at l4 but cannot be verified. Postoperative films show construct from l3 to s1 with pedicle screws. Interbody devices are seen at l3, l4 and l5. Position of implants appears excellent . Subsequent films report failure of fusion at l3 and l5 with loosening of l3 and s1 screws. Patient has refused further surgery. Although the surgery was appropriate given sufficient patient distress, the surgery may have included two many levels for the given pathology.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.